Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The cassette and bag were changed but it remained high with low purge flow. Tissue plasminogen activator was ordered. The team monitored closely. Additionally, there was a concern for hemolysis following increase in extracorporeal membrane oxygenation speed and diuresis. The team was aware. Also, bivalirudin was stopped due to bleeding. The patient was bridged to heart transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high/purge system blocked: data log review showed a gradual rise in purge pressure (pp) over almost two hours. Pp was near 1000 mmhg for ~1 hour before dropping to around 900 after the cassette change for about two more hours. Pp then gradually decreased to 600 mmhg over two more hours. And remained stable for the rest of the case. The cause of the high purge pressure and blocked purge system was biomaterial buildup since data logs showed a gradual pp increase with no motor current (mc) spike/trend. Hemolysis: data logs showed one suction alarm on (B)(6) 2025 and no positioning issues. There were no mc spikes. The cause of the hemolysis was not determined since insufficient clinical details were provided and product was not returned. Major bleed: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.